Event description:
Clinic reported patient treated (B)(6) 2025) with persistent complications 8 months post treatment. Two months post treatment (B)(6) 2025): swelling in right axilla. Three months post treatment (B)(6) 2025): palpable firm nodule, purulent discharge after aspiration, and no clear abscess formation. Gentle massage and fucidin ointment for 1 week prescribed. Five months post treatment (B)(6) 2025): increased swelling and chill-like symptoms with no fever. Abscess was drained. Patient started on flucloxacillin with limited improvement and area feeling flatter. Culture reflected sporadic growth of skin flora. Presentation at time of report (B)(6) 2025) showed improved but persistent induration, erythema, and would fluid discharge from lateral lesion with pressure.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing step and processes were met and followed. Product met final inspection and testing requirements prior to shipment.